Event description:
On (B)(4), philips burton received a call that 2 single ceiling lights have fallen off the ceiling mount but still hanging on the wires. All 2 units were ipii single ceiling lights. The installer stated that the "c-clip" that holds the collar to the extension arm was not properly installed. Philips burton representative visited the site on (B)(4) 2012 to investigate the issue further and replace the arms with new ones. Another philips burton representative visited the site on (B)(4) to inspect the new arms prior to installation, and to confirm proper assembled arms in place.

Manufacturer narrative:
After investigating the returned arms, three factors were determined to be potentials of root cause: extension arm shaft length (1.63" +/- 0.3), groove dimension on the shaft (0.704 ' +/- .003), c-clip proper installation. Forty samples of new extension arms were collected randomly and tested for the shaft length and groove dimension against the drawing specification for each dimension; all samples were within the spec tolerance. Therefore, extension arm length and groove dimension are determined not to be part of the root cause. All 16 extension arms were inspected for proper assembly. A pull test was performed during the testing to assure that improper assembly of c-clip will cause the pivot to go out of the shaft and eventually the arm detached ceiling mount. The pull test proved that poor training and improper installation of the c-clip or retainer ring was determined to be the main root cause for the extension arm detaching from the ceiling mount, resulting in the extension arm hanging on the fixture wires. Work instruction will be updated to clarify proper assembly, and training for the opii/csii line operators for arm extension processes.